Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the helix of the ventricular lead was unable to extend. Following helix extension, the lead exhibited high impedance. The lead was not implanted and a new lead was placed. The patient was stable post procedure.